Manufacturer narrative:
A philips field service technician (fst) went to the customer site. The engineer determined that the issues was associated with the central station, as the memory needed to be removed and a reset of the computer components needed to be done. These actions were performed accordingly by the fst.the customers issues was resolved by removing the memory and reset of the computer components of the central station.a good faith effort was made to obtain additional information on how this issue was resolved for the monitor in question but has been unsuccessful to date.no further investigation or action is warranted at this time.

Event description:
The customer reported that the "application freezes".the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "application freezes". The device was in use on a patient. There was no report of patient or user harm.